Manufacturer narrative:
(B)(4). Birth year: 1943. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the patient underwent a partial left knee arthroplasty. Subsequently, the patient was revised due to pain and loosening of an implant.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Second revision surgeon: doctor (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: 185282 vngd ssk 360 l fem 60mm lot # 2653737; 145006 biomet smooth knee stems 16x40 lot # 308300; 185302 vg 360 dst fm ag 60x5 rl/l lot # 205480; 141652 bmt splined knee stm 12x120 lot # 252520; 185148 vngd ssk 360 psc tib brg 18x59 lot # 318740; 185220 bmt 360 tib aug 59x5mm lot # 1674672; reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.